Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 188, 178 and 190 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. Customer stated he takes his blood test fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 185 mg/dl and 170 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2017. Customer stated he has not had any changes in his diet or exercise. The meter memory was reviewed for previous test result history: a 188mg/dl, (B)(6) 2017 09:57 am, fasting:yes. A 178mg/dl, (B)(6) 2017 06:36 am, fasting:yes. A 136mg/dl, (B)(6) 2017 11:37 am, fasting:yes. A 190mg/dl, (B)(6) 2017 04:00 pm, fasting:yes. A 193mg/dl, (B)(6) 2017 07:05 pm, fasting:yes. Memory concerns:the customer is concerned with the results of 188, 178, 190 and 193mg/dl in the meter's memory.